Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced a blood glucose (bg) level of 311 mg/dl at its highest and trace ketones considered to be life threatening; current bg level was 272 mg/dl. Manual injections were administered to address the bg levels. Supply changes would be performed after each occlusion alarm resolving the occlusion. No damage was observed to the infusion set sites during the supply changes. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.